Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested in 2015 and system diagnostic results revealed high impedance dc-dc code 7. The device was not turned off. The last settings recorded indicates that the duty cycle was at 16%. Further information was received from the physician, indicating that the vns system has been replaced. No additional relevant information was provided to date. No patient adverse events were reported.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.

Event description:
Further information from the physician indicated that the lead was replaced on (B)(6) 2014, due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits. It was reported that when a lead break was found, the device was no longer effective like before. It was reported that the explanted lead will not be returned to the manufacturer as it was discarded; therefore, no analysis could be performed.